Event description:
Reporter indicated that a vns patient experienced a seizure increase, below pre-vns baseline. The patient's seizures have increased from the previous level of the past few months. The treating medical professional indicated that there are no external factors for which the change can be attributed. The patient is also reported to not respond to magnet activations as she had in the past. Parameters are to be increased in an attempt to achieve better efficacy and the patient has an appointment with the surgeon for generator revision surgery.